Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The observed cannula damage did not affect fluid flow. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The device was originally reported for a pod omnipod customer not sure delivering insulin. It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. Upon investigation of the device, results found a kink in the exposed portion of the soft cannula.